Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the deep femoral vein using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the lightning became clogged with the thrombus and no flow through the lightning was observed; however, the valves were clicking, and the lightning indicator light was green. Therefore, the physician slowly flushed the thrombus through the lightning using a 30cc syringe. Afterwards, the lighting was unclogged; however, the indicator light on the lightning was flashing red. Therefore, the lightning was disconnected. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning could not confirm the reported clog. The lightning was tested with a demonstration canister and engine. During testing, the lightning functioned as intended. All visual and audio cues were operational, and the unit was able to aspirate water without an issue. Further evaluation could not confirm the reported flashing red light. This typically indicates the lightning is on without the presence of vacuum within the canister. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder..